Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving morphine 5 mg/ml at a dose of 3.7 mg/day via an implantable. The lot number was not obtainable. The concomitant medication was listed as ketogan and the medical history was noted as pain in the legs. The implant date was reported as approximate. The representative reported that the serial number provided, (B)(4), was incorrect and was to further provide the correct serial after verifying with the physician who had this patient over the last four years. It was reported that during normal use at a refill of the pump there was a difference observed with the calculated and withdrawn morphine. Calculated was 4.5 ml and 9 ml was withdrawn. The nurse indicated that had seen this many times before. There were no environmental, external, or patient factors that led or contributed to this issue. No troubleshooting was performed other then to check what was withdrawn for an extra time. The therapy was working good for the patient so no action was taken; no surgical intervention was planned nor occurred. The pump needed to be replaced in 38 months. At the time of the report the patient's status was reported as alive-no injury and the issue was not resolved.

Manufacturer narrative:
Concomitant products: product ID: 8780, product type: catheter.

Event description:
On 2016-06-01 the representative further clarified that the pump involved was the (B)(4). The model of the catheter was reported as an 8780. On 2016-06-09 the representative then provided that on (B)(6) 2014 they increased the daily dose from 2 mg to 2.9 -d. On (B)(6) 2014 they ¿increase 3.3mg - og d¿ and on (B)(6) 2015 they ¿increase tol 3.7 mg¿. Reportedly there was a difference between the calculated and withdraw on ¿4 mg +/- ca 0,5 mg¿. The first volume discrepancy date was being clarified. It was later reported that that they had ¿notes this from (B)(6) 2014¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.